Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s t:slim x2 with control-iq user guide: "low insulin alert is displayed when there are 5 or less units of insulin in the pump, requesting that the cartridge be changed or pump will stop all deliveries. The alert will continue until the cartridge has been changed; otherwise the pump will stop all insulin deliveries, due to an empty cartridge."

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high" on cgm and high amounts of ketones. Reportedly, the customer's cartridge ran out of insulin, and customer did not replace cartridge. Customer addressed bg level with a manual injection and replacing their pump supplies.